Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿vitamin-e diffused highly cross-linked polyethylene liner compared to standard liners in total hip arthroplasty. A randomized, controlled trial¿ by mats salemyr, et al, published by international orthopaedics (2015), vol. 39, pp. 1499-1505, was reviewed. The purpose of this article was to compare the femoral head penetration wear rate of a competitor vitamin e infused polyethylene liner with a depuy marathon hxlpe polyethylene liner. The authors used dxa and other radiographic studies over a 24-month follow-up. The patient cohort used in this study has been previously reported in pc-000580944. In the previous article the authors reported on the long-term efficacy of the proxima femoral stem. In this article, the authors report their study results comparing polyethylene liners. This complaint will capture the events that have not been reported in pc-000581182. Implanted depuy products: pinnacle cup, marathon polyethylene liner, cocr femoral head, proxima ultrashort femoral stem. The control group was implanted with competitor tha components. Results not previously reported: 1 stem revision for deep femoral infection and associated pain. The authors discovered a higher rate of polyethylene wear in the marathon liner than in the competitor product control group. The wear was identified on serial radiographic studies and dxa scan. There was evidence of femoral head penetration and progressive wear. There were no revisions or interventions associated with the identified polyethylene wear, nor was it confirmed intraoperatively. Captured in this complaint: pinnacle cup, marathon liner, metal head, and proxima stem.